Manufacturer narrative:
No programming changes should have been included in the initial report

Event description:
It was noted that no device changes were made to address the issue.

Manufacturer narrative:
Correction: should have included concomitant information of ICD. Should have included oversensing and signal artifact.

Event description:
Related manufacturer reference number: 2017865-2019-15579.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented following an endoscopy procedure with an implantable cardioverter defibrillator (ICD) that inappropriately delivered therapy while the patient was in the endoscopy procedure. Device interrogation showed that electromagnetic interference was evident on both right ventricular and atrial leads during the endoscopy procedure and the device did charge and deliver therapy one time. Device charge time, sensing, thresholds and impedances were all unremarkable. Patient was stable. Related manufacturer reference number: 2017865-2019-15365.